Manufacturer narrative:
The lot was manufactured between march 31, 2017 - april 3, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused the therapy solution. The elastomeric pump infused all the therapy (fluorouracil and physiological solution) in 20 hours; however, the intended time of infusion was 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.